Event description:
It was reported by the rep that during a conversation with the account, there was mention of a leak found post op in a pt that had the cdh29 used, which required a re-operation. No add'l info was given. The device was discarded.

Manufacturer narrative:
Info is unavailable, device was not returned for eval.